Event description:
It was reported: possible loosening / infection. Due to possible loosening and infection a revision surgery was done. It is reported that the devices were explanted due to possible loosening and infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.